Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to unknown reason. This rv lead was replaced with the same model. No additional adverse patient effects were reported. Additional information indicated that this rv lead appeared to have dislodged after implantation, and concern was raised that the helix was likely been slightly bent, leading to the decision to explant this rv lead.

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to unknown reason. This rv lead was replaced with the same model. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was discarded; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to unknown reason. This rv lead was replaced with the same model. No additional adverse patient effects were reported. Additional information indicated that this rv lead appeared to have dislodged after implantation, and concern was raised that the helix was likely been slightly bent, leading to the decision to explant this rv lead.